Event description:
The customer reported being hospitalized for diabetes ketoacidosis two months ago. The blood glucose reading was over 500mg/dl. The customer stated that her high glucose may be caused by her medication. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.